Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope was blurry. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.